Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that, while implanting a 12.6mm vicmo12.6 implantable collamer lens, diopter -10.5 into the patient's left eye (os), the lens tore/broke. This occurred on (B)(6) 2020. Intraoperatively, the lens was removed and replaced with an alternate lens. Reportedly, no patient injury occurred and the cause of the event is user error. The problem was resolved.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn. Claim# : (B)(4).